Event description:
It was reported that the patient presented at the clinic. It was discovered that the patient's right atrial (ra) lead had become dislodged. The ra lead was explanted and successfully replaced. The patient was stable.